Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation up to 8 atmospheres. The procedure was completed with a different device. There was no patient injury. It was further reported that the balloon ruptured upon first inflation for 10 seconds. The balloon was completely removed from the patient's body without problems.

Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: a pcb 5.00mm / 2.0cm / 90cm otw - ous was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation up to 8 atmospheres. The procedure was completed with a different device. There was no patient injury.